Event description:
It was reported that the patient underwent a full generator and lead revision. An x-ray was performed which showed a possible coil loose from the nerve. The medical professional indicated it was the top coil that was loose. During the revision it was reportedly confirmed that the top coil was not on the vagal nerve. It was reported that the lead was not available for return; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.